Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd ultra-fine¿ pen needle was unable to remove needle from pen. Report 1 of 2. The following was received by the initial reporter: consumer reported, he is having a difficult time attaching non patient end of pen needle stated, when he would twist the pen needle onto his insulin pen and pull at the outer cover, the complete pen needle comes off again. The non patient end does not stay attached and the outer cover does not come off. Stated, 30 pen needles were affected.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ pen needle was unable to remove needle from pen. Report 1 of 2. The following was received by the initial reporter: consumer reported, he is having a difficult time attaching non patient end of pen needle stated, when he would twist the pen needle onto his insulin pen and pull at the outter cover, the complete pen needle comes off again. The non patient end does not stay attached and the outter cover does not come off. Stated, 30 pen needles were affected.